Event description:
It was reported that the pump was vibrating unexpectedly without declaring any alerts/alarms/notifications. Blood glucose was 157 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.